Manufacturer narrative:
Product complaint #: (B)(4). This is a duplicate report of 1818910-2018-66177 . 1818910-2018-66155 is being retracted as it is report duplication. 1818910-2018-66177 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 29 sleeve broach is missing washer so stem trial will not stay attached.